Event description:
It is reported that the pt was revised due to dislocation. When the pt twisted her leg, the stem and head dislocated ten days after implant surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.